Event description:
While using the hemopro (bipolar) esu device to dissect a leg vein during an emergency CABG surgery, staff smelled smoke, and visualized smoke coming out of the chest(heart). They were unsure of the cause at the time. They retracted the hemopro into its hub and removed it from the patient. The device was sizzling, despite the fact that it was not activated. There were no visible injuries to the patient (vein or tissue). Manufacturer response for endoscopic vessel harvesting device (bipolar), vasoview hemopro (per site reporter): this event was also apparently reported to the manufacturer by the surgeon's office. The manufacturer sent an inquiry by mail, requesting details, but has not returned calls.